Event description:
MFR received a report from a dealership alleging that while the end user was operating the chair with her foot hanging over the edge of the footplate, she turned a corner and hit her foot on the wall. This resulted in a broken leg. No malfunction has been alleged.